Event description:
Reporter alleged having discrepant results of 562 mg/dl back to back with a result of 119 mg/dl when testing was performed 1 minute apart on the advantage system. Customer stated self treating with food as a result of the testing and no other actions were taken or treatment received reportedly as a result. The location of the testing was not provided. Customer indicated the control testing performed on the system tested out of range. A request was made for the return of the suspect device and replacement product was sent. Advantage system: meter with comfort curve strip lot 549401 and expiration date of 12-31-2007.

Manufacturer narrative:
The suspect product is the comfort curve test strips.